Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via company representative (rep)regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. The company representative reported that the patient previous pump was replaced on (B)(6) 13 due to intermittent motor stalls. She said she did not cover the case, soshe was not sure whether this issue had been reported. Moreover, the hcp was reporting that they are having the same issue with the new pump. The rep stated that the pump was implanted on (B)(6) 2023 and started having intermittent stalls starting on (B)(6) 2023.reviewed checking environment for any strong magnets that might be getting near the pump. Also, could check timing of logs to see where the patient was at the time of the stalls. Information omitted pertaining to pe- 705500190-pump was replaced due to intermittent motor stalls.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the cause of the motor stalls was found to be the patient¿s magnet pants. The pants had strong magnets in them in lieu of a zipper. The patient¿s weight had changed, and the magnets had been lining up over the patient¿s pump causing the motor stalls. Once the hcp discovered this, there had been no more reports of the patient experiencing motor stalls. The current pump would remain implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.